Manufacturer narrative:
The insulin pump had a motor error alarms during rewind due to corroded motor home switch. The insulin pump had a cracked battery tube threads, reservoir tube lip and scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.